Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they ran quality control prior to running the patient sample, which was acceptable. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service visit. The instrument was functioning properly. The cse ran precision testing, which was acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, resulting lower both times and matching the clinical picture of the patient. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.